Event description:
A customer reported a complaint of imprecise sequential readings on hisfreestyle freedom blood glucose meter. The customer obtained readings of 258 mg/dl, 286 mg/dl, 321 mg/dl and 110 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fell in the "c" zone which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.